Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: due to the effects of third-party repairs. Olympus will continue to monitor field performance for this device.

Event description:
No new information.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the inner sheath ceramic tip obstructs the field of view. The issue was found during set up before patient was in the room. There were no reports of patient harm.